Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube did not deflate. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed shape of the tubing has been altered using the style wire. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff deflated without any issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube did not deflate. Customer indicated there was no patient involvement with this event.